Manufacturer narrative:
Device passed displacement test and self test. Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The keypad connector was inspected and fully locked on lcd board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had stuck button alarm. Customer's blood glucose value was unknown. Troubleshooting was performed. Customer stated that the alarm started when sleeping and she was on her back and the pump was on top of her. Customer stated that the button stayed stuck for about 10 min and then clears and then the error came back. It alarmed 3 times. Insulin pump will be returned for analysis.